Manufacturer narrative:
(B)(4). The patient experienced peritonitis on an unspecified date in (B)(6) 2014. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced a transfer set disconnection and subsequently developed peritonitis. It was reported that the patient¿s minicap fell off of her transfer set while the pt was moving a mattress. The patient reconnected the disposables resulting in further contamination. The patient was hospitalized for the event. Treatment information was not reported. The patient was eventually discharged from the hospital and was reported to have recovered from the peritonitis. On an unreported date, therapy was discontinued and the pt was switched to hemodialysis (hd). Additional information was requested but is not available.